Manufacturer narrative:
There are no allegations of the nalu system or any components failing or malfunctioning. Patient's developed pain in additional location that was not previously identified and was not being treated with the nalu system. One lead from the existing system which was treating a known pain area was removed in order to place a lead to target the new pain area, thus treating both locations with the same system.

Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2021 to treat lower back pain. After implant the patient reported development of pain in a new location. On (B)(6) 2022 a trial course was initiated for the additional pain location. Surgical revision was performed on (B)(6) 2022 to remove one of the implanted leads and place a new lead to better target the additional pain location.